Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) recommended commanded shock testing or increasing the programmed shocking lead impedance upper limit. Commanded shock testing was performed, and the shock impedances were within normal range. The physician elected to continue to monitor the patient and system. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed because the conclusion code was updated.